Event description:
Caller alleged false negative hcg results. Results as follows: pt came to the doctor's office to confirm a home pregnancy test. Caller reports that the test line was very faint. An ultrasound was performed that indicated the pt is approx 4 months pregnant. Last menstrual period: (B)(6) 2012. Caller reports that external controls were not run on the kit. Urine sample was not available for add'l testing.

Manufacturer narrative:
Lot number: hcg1100323, expiration date: 07/2013. Control lot: 20miu/ml, urine lot: hcg120130-01. Summary of results: the retention devices meet qc specification, details below: correct positive results were observed when tested with 20miu/ml hcg control at 3 mins read time. (N=29). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. (B)(4). Corrective action not required at this time.